Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, the reported difficult to remove the clip from the clip introducer (ci) was related to user technique/procedural circumstances. The reported torn material was a cascading effect caused due to difficulty removing the clip from the ci. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the difficulty to remove the clip from the clip introducer (ci) and the torn ci tip. It was reported that during preparation of the clip delivery system (cds), the lab technician wedged the clip too far into the ci. There was no resistance noted during insertion; however, when removing the clip from the introducer resistance was met which caused the clip to tear the tip of the ci. The device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.